Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 7. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 7: the port on the saline line would not "open" or "engage" with blood return. Upon attempting to return a patient's blood post tx, the arterial line pulled in air instead of saline from the saline line. Most of the time we were able to re-connect the arterial tubing and get saline to pull through, but we did have some patients who were unable to receive their blood back completely due to this defect.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.